Manufacturer narrative:
Evaluation results: balloon was not adequately deflated prior to removal. Conclusions: balloon was not adequately deflated prior to removal. Evaluation summary: the graft cover was relatively straight and the balloon was deflated. The distance between the distal end of graft cover to the base of tapered tip was 5cm. The distance from the end of the marker band to the end of graft cover was 3mm. Recapture of the tapered tip was attempted, but unsuccessful because the deflated balloon was getting in the way and interfering. The balloon was deflated with a syringe after which the tapered tip was recaptured fine into the graft cover.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the common iliac arteries measured 14 mm in diameter. It was reported that after the bifurcated stent graft was deployed, the metal component distal to the delivery system balloon caught on the ipsilateral limb of the stent graft. The delivery system balloon was inflated a couple of times in an attempt to release the "metal component", however, that was unsuccessful. The physician pulled harder and was able to remove the delivery system from the patient. The stent graft did not move and no other intervention was required. No additional clinical sequelae were reported and the patient is fine. Outside the patient, it was not possible to reseat the nose cone onto the graft cover.